Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to the regional repair center for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light-guide fibers of the distal end were broken. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the abnormal image was due to the broken light-guide fibers in the distal end. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer

Manufacturer narrative:
E1: (B)(6) hospital. (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had an abnormal image. The event was identified during preparation for a diagnostic procedure, and it was completed using a substitute device. There were no reports of patient harm.